Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the touchscreen. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a bright spot on the display when removed from the box. There was no patient involvement.